Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The target lesion was located in the 90% stenosed severely tortuous and severely calcified left circumflex (lcx) artery. The lesion was pre-dilated with a non-bsc 2.5x20mm balloon. The 3.0x32mm promus element stent was advanced but was unable to cross the calcified lesion and the stent dislodged from the balloon. The dislodged stent was removed with a snare and the procedure was completed with another 3.0x32mm promus element stent. No futher patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).